Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was firmed via field evaluation, which verified that the arm swap pedal stuck. The fse removed and replaced the damaged footrest assembly to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the footrest assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation reproduced and confirmed the customer reported complaint foot-rest swap pedal was damaged¿. Visual inspection found the swap pedal was broken.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the surgeon site cart (ssc) - foot-rest swap pedal was damaged. The customer informed that they were using the other ssc for the case. The customer provided an image of the issue; the ssc foot-rest swap pedal was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the intuitive surgical, inc. (Isi) technical support engineer (tse) manager and obtained the following additional information: the surgeon moved over to the other scc prior to calling into dvstat.